Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device; trial started (B)(6) 2017. It was reported the trial patient mentioned a little soreness at lead site and pinching in vaginal area yesterday which subsided after turning down amplitude. Patient states she is having the urgency to void but is not voiding. No further complications were reported or are anticipated.